Manufacturer narrative:
Manufacture reference number: (B)(4). Patient code: patient received unintended radiation exposure.

Event description:
According to the reporter, the patient has retained a bravo capsule for longer than 14 days. This was confirmed by an x-ray. The patient is now complaining of moderate chest pain. There was no hospital admission or other intervention. The physician has decided to remove the capsule after speaking with the patient.